Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in impedance and increased in threshold which was due to microdislodgement. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.